Event description:
It was reported that the 9v battery light on the pt programmer was staying on. It was also reported that the pt experienced a loss of therapeutic effect. The pt experienced increased dyskinesia and swollen nasal passages. Additionally, stimulation turned off for a few days, a couple of weeks prior to this report. There was no known reason for the shutting of the stimulation. A return of symptoms was noted. A 9v battery replacement in the pt programmer resulted in all 4 lights staying on. The pt programmer was returned to the MFR for repair. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR's report 3004209178200905821.

Manufacturer narrative:
(B) (4): the pt programmer (model 7438) was returned for repair/analysis. The implantable neurostimulator was not returned.